Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that in (B)(6) of 2017, she was having pain on the ins site/area and went to the healthcare provider (hcp) and nothing was done. The patient stated that she changed hcp¿s and she replaced and repositioned the ins (B)(6) 2018. No further complications were anticipated/reported.